Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without therapy for an undisclosed amount of time due to their ipg was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the device was replaced with a new model which resolved the issue.